Manufacturer narrative:
Section h10 of the initial medwatch report indicates: a third party service agent evaluated the customer's device and verified the reported issue. The service agent advised the customer to replace the hard paddles to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Section h10 of the initial medwatch report should indicate: a third party service agent evaluated the customer's device and verified the reported issue. The service agent disassembled the device and observed that the assembly connector was partially disconnected. The connector was re-connected and after observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device would not recognize the therapy paddles. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use reported with the event.

Manufacturer narrative:
A third party service agent evaluated the customer's device and verified the reported issue. The service agent advised the customer to replace the hard paddles to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device would not recognize the therapy paddles. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use reported with the event.